Event description:
It was reported that the patient presented to the hospital due to syncopal symptoms. An electrocardiogram (ECG) was taken in which a pause was noted. The physician confirmed spikes in the ECG, however no qrs complex was visible. In addition, the physician observed that the lead exhibited increased threshold. The lead was capped and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.